Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited increasing capture thresholds over time and was currently unable to pace the heart in multiple pacing configurations. Sensing measurements were also noted to be chronically low. The lead was capped and replaced. No patient complications have been reported as a result of this event.